Event description:
It was reported the patient¿s pump was implanted on (B)(6) 2014 and spasms have increased since the pump was exchanged. It was noted a dye study was to be completed on (B)(6) 2014. It was further reported the catheter was unable to be aspirated and the patient experienced severe spasms. Because the catheter could not be aspirated, no dye study was performed. The location of the catheter issue was unknown. A roller study was also performed and showed the pump was functioning properly. Patient symptoms or complications associated with this event included increased spasticity and the patient¿s status at the time of this report was ¿alive-no injury.¿ it was noted the healthcare provider (hcp) scheduled an exploration and possible revision of catheter for (B)(6) 2014. It was further reported the patient was feeling better and the revision had been cancelled. Additional information clarified the revision was done on the morning of (B)(6) 2014 and a portion of the catheter was removed and there was no change in the spinal segment. It was noted it looked as if there was maybe a kink; however it was unclear. It was also reported it was difficult to get the old pump segment off of the pump. A new pump segment was added; length of new catheter segment added was 39.1 cm (total pump segment was 83.9 cm). The company representative assisted with repriming of the catheter only as the healthcare provider pulled at least 3ml of cerebrospinal fluid (csf) back from the catheter access port (cap). The explanted old product was planned to be returned to the manufacturer. The pump was being used to deliver lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the 8731sc catheter, s/n (B)(4), revealed coring-tears-cuts in the seal of the sc connector. Under microscope inspection, indents and circular coring were seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing showed the sc connector to have been leaking, most likely due to the coring that was seen.